Event description:
It was reported that during the insertion of the cortex screw in right middle finger, the head of the screw bent and broke. The surgeon decided not to remove the screw and only the screw shaft remained in the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The measurable dimensions of the screw could not be checked as just the remaining fragments of the broken screw head was sent back for investigation. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The microscopic view has shown that the fracture face is homogenous, which indicates material conformity. No product fault could be detected. Based on the complaint description we are not able to determine the exact cause of this occurrence. Based on the appearance of the fracture face and the visible deformations from the screwdriver in the cruciform recess we can assume that a mechanical overload caused the breakage of this screw.